Event description:
The physician achieved arteriotomy closure with the closer 6 fr. Device following an intervention procedure. It was reported that after advancing the knot, the physician was unable to load the suture trimmer on the suture. It was then noticed that the black tip of the suture trimmer was not in complete alignment. The physician tried to align the suture in the direction of the tip and then the tip was reported to "come off." The suture trimmer was never loaded on the suture and was not advanced below the skin line. The snared knot positioner was then used to cinch the knot. A scalpel was used to trim the suture. There was no report of an adverse patient event.